Event description:
Same as manufacturer's report # 6000089-2006-00604. During a ptca /stenting treatment procedure, vessel dissection complications resulted in the death of the patient. Following successful deployment of a taxus liberte 3.5 x 28 mm stent. The runway guide catheter dissected the left main coronary artery extending to the aorta bulbus. (Blood fluency timi 2-3 in the lad / timi 3 in the cx.) The patient's condition was unstable throughout the night, so the physician performed a repeat angiography which demonstrated that the entire lad had closed down and intervention was not possible. The patient required defibrillation during the angiography and was treated with placement of an intra aortic balloon pump, but died 30 minutes later.